Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The coil remains implanted in the patient and the remainder of the device was discarded at the user facility; therefore, a product analysis could not be performed. The root cause cannot be determined.

Event description:
It was reported that during treatment of an external carotid artery aneurysm, the coil detached in the distal end of the microcatheter. The pusher was removed from the microcatheter. An attempt was made to remove the coil with a snare device; however, the coil stretched and broke. The proximal portion of the detached coil segment was removed with the snare, and the distal segment of the detached coil was moved completely into the aneurysm with the pusher, where it remains implanted. There was no reported patient injury. The patient was reported to be fine.